Event description:
Minuet 2 cot side alleged to have collapsed as a (B)(6) pt got out of bed. They fell against the bed and suffered an injury to their ribs, the severity of which was not released.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR arjohuntleigh, a branch of (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.